Event description:
It was reported by a peritoneal dialysis pt that he was not able to connect to this treatment set. There is no report of a pt injury. Companion samples are available for an evaluation.